Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accu tni (troponin I) and ck-mb results generated on a unicel dxi 800 access immunoassay system. The initial elevated results were reported outside the lab. The customer indicated that they re-spun the samples prior to retesting them. The customer re-ran the samples and the results were within normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was declined by customer as they were not suspecting hardware at the time of call into hotline. Therefore, service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the instrument. Although, customer suspects sample handling, a definitive root cause could not be determined for this event. MDR #2122870-2008-272 documents the results for pt 2. This is four of four separate MDR reports related to four pt events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2008-272, 2122870-2011-02610, 02611 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.